Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, it was reported that hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025. Despite multiple follow up attempts to gather more details about the failed sensor removal the user was unresponsive.as a result, no further investigation or analysis of the event was possible.

Event description:
On 15 january 2025,senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made.despite multiple follow up attempts to gather more details about the failed sensor removal the user was unresponsive.